Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples and negative controls with the simplexa covid-19 direct assay. No run files have been provided for analysis as of 1/4/22. According to the dsm fas assisting the customer, the ntc (no template control) is coming up positive, indicating possible contamination. Wipe tests were suggested and results were coming up ntc positive (invalid). Decontamination of the customer's instrument and workspace was recommended. The cause of the contamination is still under investigation, but it appears to not be reagent related. Batch record review showed the critical component, reaction mix mol4151 lot# us13504, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# us13325 for suspected false positives.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples and negative controls with the simplexa covid-19 direct assay, but negative when tested on unknown competitor assays. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.